Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that during the 2-hour warm up period, the patient fainted. He woke up 5 hours later and noticed a massive pain his hand. He took a taxi to the hospital and was diagnosed with a broken middle finger on the right hand. The patient had surgery done on his hand on (B)(6) 2017 and at the time of contact, it was indicated that the patient's hand was not fully recovered. No additional patient or event information is available. No data or product was provided for evaluation. The reported event was not confirmed. A root cause was not determined.